Event description:
Colectomy surgery involved an ethicon endo-surgery curved intraluminal stapler (product code cdh33a) which failed after surgery causing blood and bowel contents to spill into my abdomen, which resulted in blood loss, hematoma, severe life-threatening infection, extreme pain and required emergency surgery on (B)(6) 2019 to repair my bowel. Ileostomy was also performed, as well as an appendectomy. I do not know if an ethicon endo-surgery curved intraluminal stapler was used during the repair surgery. However, I have been made aware that ethicon endo-surgery, llc has implemented a recall (removal) of at least four (4) different curved intraluminal staplers, and at least four (4) different endoscopic curved intraluminal staplers. I am terrified by the prospect of adverse complications associated with the medical device from both surgeries. I have lost over 50 lbs, while maintaining a healthy diet. I am weak all the time and afraid of falling or injury. I have lost work as well. FDA safety report ID# (B)(4).